Event description:
A vns patient had generator replacement surgery due to reported generator end of service. A battery life estimate for the generator yielded (-)0.09 years remaining. The explanted generator was returned for analysis. Analysis confirmed the generator was partially depleted, and the elective replacement indicator was set to "yes". It was noted the supply current pulsing and supply current 1ma were over-the-limit on the automated post burn-in electrical test. Bench analysis confirmed that the two discrepant automated post burn-in electrical test supply current measurements were over-the-limit. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. Using the lower value r35 resistor, the device performed according to functional specifications of the automated post burn-in test. The out-of-limit pulsing currents could potentially be a contributing factor to the eri "yes" condition of the battery; however, it was an expected event based upon the battery life calculation.